Manufacturer narrative:
Correction: h6 device code. The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows loosening with radiolucence around the tibial stem. The talar component shows some small radiolucency anterior being not significant enough to be interpreted as a clear sign of loosening and migration. There is no information given that an infection is present. Based on investigation, the root cause was attributed to a patient related issue. The failure caused due to loosening of tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of the tibia.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of the tibia.